Event description:
This lead was implanted on (B)(6) 1999 and was capped on (B)(6) 2011. It was noted at a device change out that the lead pins were stuck in the header of the device. Physician had to forcefully remove and could have damaged lead from twisting and pulling. The physician was dr. (B)(6) at (B)(6) center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).